Manufacturer narrative:
The device was return to olympus for evaluation. The device was visually inspected and found a portion of the bending section skeleton protruding out from the bending section cover near the insertion tube side. The bending section damage is approximately 70 mm from the distal end side, which is causing a leak on the bending section cover. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal of the bending section cover, it was confirmed that the bending section skeleton is fully separated producing sharp edges near the insertion tube side. The condition of the bending section support pins and found, six out of twelve pins receding into the channel and lifting. The instruction manual states the following: ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. This file will be updated if additional information is received.

Event description:
The device was returned to olympus for evaluation and service after an air/water leakage and fluid invasion where it was reported that the scope had a visible break in the insulation. No patient involvement was reported.